Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed several breaks in the outer sheath. The on-site inspection also revealed that a self-repair had been done by the patient. There was no evidence of damage to a prior repair. As a result, the reported driveline damage and patient self-repair events were confirmed; however, the reported worn-out previous event was not confirmed. A driveline sheath repair was performed to mitigate the reported conditions. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Based on the available information, the damage to the driveline outer sheath was a progression of the previously reported damage. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the previous repair of the ventricular assist device (vad) driveline (dl) cable/sheath were worn out. It was also reported that the patient had made homemade repair to the dl with tubing and cable ties. This was removed and revealed a frayed strain relief at the controller end, and six cuts in the dl approximately 10 cm from the strain relief. A further 3, 3, 3, 6 and 1 cm intervals with no inner damage was seen, though the outer carbot mane sheath was loose. A dl sheath repair was performed that covered all six breaks and the frayed strain relief. The vad dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.